Manufacturer narrative:
Updated device problem code grid. Complaint evaluation: the field service engineer (fse) evaluated the device and confirmed the operational test failure. The device needs a high voltage capacitor. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device fails testing. There was no patient involvement.